Event description:
It was reported that the patient underwent surgery for a pelvic organ prolapse in 2004, in which mesh was used. Post operatively, the patient has complained of pain during intercourse. A week later the patient underwent another surgery for the removal of the mesh. The patient still complains of pain during intercourse and reports that there are still pieces of the mesh remaining.